Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. Ventilator was investigated on-site by our field service engineer. Furthermore, in provided log files revealed that the unit failed pressure transducer test and also technical error codes were found indicating a turbine module communication error- issue was resolved by replacing the turbine module and expiratory cassette membrane. The replaced turbine has not returned for investigation but the reported issue can most likely be traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. Turbine module communication error means that the turbine module has lost contact with the breathing subsystem resulting in that the subsystem breathing is missing data for regulating the ventilation. The root cause for the reported issues can not be established.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).